Event description:
On (B)(6) 2010 pt reported receiving an e10 (cartridge error) alert during the past 3-4 cartridge changes. Pt reported she switched to her backup infusion device today. Pt stated the error appears when the piston rod is retracting and the infusion device does not reset to 315. Pt reported insulin "possibly" has spilled in the cartridge chamber but stated she has never noticed condensation in the chamber. Pt reported she cleaned the chamber today with a cotton swab and alcohol after noticing "little brown pieces" at the base. Reviewed cartridge change procedure. Pt reported she does not attach the infusion adapter or infusion tubing before inserting the insulin cartridge. Advised to do this to protect the chamber area. Pt reported she has never noticed fogginess, insulin or condensation in the chamber. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.